Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she opened the battery compartment to see what kind of battery what in the insulin pump and received a failed battery test alarm. Customer was advised to disconnect from the pump and suspend the pump. Customer was advised to discontinue using the pump until she gets a battery. Customer was advised on how to clear the alarm. Customer declined to troubleshoot for the failed battery test alarm. Customer was advised to contact her health care provider and assisted with bolus math.